Event description:
During a reduction of fibula fracture, using an anatomical plate, the surgeon was able to attach the plate to the bone because variable angle screws didn't tighten on the proper holes. In particular, it happened on all holes except for one. The plate and in particular the holes could be faulty and not the screws. In addition, the specialist tried with a new plate and the same screws, but this time it was working properly. This complaint involves one (1) device va-lcp lat dist fibula pl 2.7 le 5ho l10. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample did not identify any defect with the va-lcp lat dist fibula pl 2.7 le 5ho l10. A dimensional inspection was performed for the va-lcp lat dist fibula pl 2.7 le 5ho l10 and met specifications. A functional test was performed was not performed as the mating device was not available. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the va-lcp lat dist fibula pl 2.7 le 5ho l10 would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: elmira / packaged, sterilized and released by: monument. Manufacturing date: 10-apr-2018. Expiration date: 01-mar-2028. Part number: 02.118.405s, 2.7mm va-lcp lateral distal fibula pl/5 holes/ lt -sterile. Lot number: h561082 (sterile). This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.